Manufacturer narrative:
Device sample returned and analyzed. All device parameters were within expected values. Record review found no issues, nonconformances, or trends. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the healthcare provider (hcp), and limited information has been made available. According to the details provided, the patient experienced ocular redness and conjunctivitis after using a lens in the left (os) eye. The hcp diagnosed the patient with unspecified keratitis. Further information received from the hcp on 04 september does not provide any additional information on the reported keratitis diagnosis, however, indicates that the patient was seen for several office visits between (B)(6) 2024. Limited details provided; however, it is indicated that other possibilities such as lens cares solution involvement, bacteria, infection, and allergy have been ruled out and that since switching to a new box/lot number of lenses, the issue has resolved as of (B)(6) 2024. The hcp also notes that the patient had a non-infectious peripheral corneal ulcer, which is not typically considered a reportable event as sterile and peripheral events do not pose a threat to the function or structure of eye. As of the date of this report additional information is unknown. This event is being reported due to the diagnosis of keratitis and unknown type or severity, lack of medical information and potential for serious injury related to some keratitis events. Should further information become available, a follow-up report will be submitted as appropriate.